Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sometimes feels low, disoriented. A pt reported they were not able to get a reading at all. Their meter allegedly would only prompt "not ok". The result on their meter was "not ok" prompt. Customer was not tested on any other meter. Treatment was orange juice or fig bar when feeling low. No further info has been reported.